Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h2, h6, h11. Correction fields: d4 - primary UDI number (since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover fell off the distal end during a diagnostic procedure while the patient was under sedation with the device inside the patient. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
Correction: h6, component code, was mistakenly marked as "cap" instead of "cover" in the initial emdr submission.

Event description:
No additional information received from customer.